Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The camera and computer were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The camera was returned for analysis. Functional testing determined that the camera was malfunctioning causing the reported event. The computer was returned for analysis. Functional testing determined that the computer was functioning as designed. Other relevant device(s) are: product ID: 9733437, serial/lot #: (B)(4), ubd: 31-mar- 2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the camera does not see instruments when the computer was started.